Event description:
A lower than expected immulite 2000 toxoplasma igg pt result was obtained on a sample that was initially a high positive. This sample was repeated and it repeated as low result. A final repeat of the sample confirmed the positive toxo igg result. The initial result was released to the physician. Pt treatment was not altered and there was no report of adverse health consequences, due to the discordant low toxoplasma igg assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that there was an issue with the reagent level sensing, which has been corrected. The customer declined further service on this issue. The instrument is performing within specifications. No further eval of the device is required.